Event description:
It was reported that during intra-aortic balloon (iab) the arterial pressure (ap) signal obtained from the sensor gradually narrowed the pulse pressure width compared to the blood pressure waveform output obtained from the external monitor on the arterial line. Therefore, when the sensor was calibrated manually, the pulse pressure width returned to almost the same as the ap waveform output to the external monitor. Without periodic calibration, the pulse pressure width would decrease. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after one day of intra-aortic balloon (iab) the arterial pressure (ap) signal obtained from the sensor gradually narrowed the pulse pressure width compared to the blood pressure waveform output obtained from the external monitor on the arterial line. Therefore, when the sensor was calibrated manually, the pulse pressure width returned to almost the same as the ap waveform output to the external monitor. Without periodic calibration, the pulse pressure width would decrease. Therapy was concluded after 16 days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Update field(s): event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).